Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and was getting insulin flow block alarm. The customer blood glucose level was 460 mg/dl at the time of incident and the current blood glucose level was 465 mg/dl and treated with syringe. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports insulin exited at the quick release. Customer report that the customer does not allege insulin pump was under delivering. Declined troubleshooting. The device will not be returned for analysis. Frn-mmt-332a-rsvr, unomed inf set.